Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported a ventilator with a proximal pressure sensor autozero failure. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement. The customer reported that the replacement of the motor-controller-to-data-acquisition-board cable has corrected and resolved this reported event.